Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the joystick was on this consumer's chair for two days before it would not turn off and would not switch drive modes.